Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. An attempt to establish telemetry with a programmer was unsuccessful and a memory download could not be performed. The device case was opened, the battery was removed from the device's internal circuitry and the battery voltage measured too low to support telemetry, pacing, and memory functions. As a result, the dates when elective replacement or end of life indicators were triggered are not available. The device circuitry was connected to an external power source and a higher than expected current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this patient arrived to the emergency room due to syncope event and a fracture of the shoulder. When physician tried to performed an interrogation with the programmer, it was not possible. Also, there was no output in the electrogram (egm). As patient is dependent and the rhythm was between 20-30bpm, evidence is suggestive that the patient experienced greater than 2 seconds of asystole. Premature battery depletion (pbd) was suspected to be the cause of the issue. This pacemaker was then successfully replaced. No additional adverse patient effects were reported. The device is expected to be return. Additional information confirmed that the fracture is a result of the fall. The fall is the result of a (pre) syncope event. The syncope seems to me to be part of a third degree av block. Additional information confirmed that this patient was lost at follow-up. Apparently the patient was seen in (B)(6) 2018 and no issues were noted and it appears this may have been the last time the device was checked before the patient came to the hospital where they could not interrogate the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived to the emergency room due to syncope event and a fracture of the shoulder. When physician tried to performed an interrogation with the programmer, it was not possible. Also, there was no output in the electrogram (egm). As patient is dependent and the rhythm was between 20-30bpm, evidence is suggestive that the patient experienced greater than 2 seconds of asystole. Premature battery depletion (pbd) was suspected to be the cause of the issue. This pacemaker was then successfully replaced. No additional adverse patient effects were reported. The device is expected to be return. Additional information confirmed that the fracture is a result of the fall. The fall is the result of a (pre) syncope event. The syncope seems to me to be part of a third degree av block. Additional information confirmed that this patient was lost at follow-up. Apparently the patient was seen in april 2018 and no issues were noted and it appears this may have been the last time the device was checked before the patient came to the hospital where they could not interrogate the device